Event description:
The distributor reported their customer informed them that the AED will not power on. The customer did not report this occurred during patient use.

Manufacturer narrative:
The distributor reported their customer informed them that the AED will not power on. The battery pack has an expiration date of march 2027. The maintenance schedule is not reported. Review of the log history file revealed the unit entered service in september 2023. In february 2024 the device displayed service code warning for 'no pads' during the daily self-test and continued. The pads were connected at the end of march. By the middle of july, the battery was fully depleted. At the beginning of august, a new battery pack was installed, and the log history file was downloaded. Based on the available information, the customer failed to maintain the device according to the manufacturer's IFU. The customer's failure to promptly address red asi warnings as well as excessive self-testing, reduced battery life expectancy. Advised the customer that the depleted battery pack should be removed from service, and it is to be returned to the manufacturer for evaluation. The device is okay to remain in service with the new battery pack. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.